Manufacturer narrative:
(B)(4). The device involved int this complaint has been received by the manufacturer. However the investigation of said device is still on going at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "the patient was being "bagged" in the pacu when the 15 mm connector broke off. A new lma was placed to assure the airway was secure". It was reported there was no injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Sample was not returned to manufacturer. Device not returned to manufacturer. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges "the patient was being "bagged" in the pacu when the 15mm connector broke off. A new lma was placed to assure the airway was secure". It was reported there was no injury to the patient. Patient condition reported as "fine".